Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address instability. It was also reported that the patient underwent a sigma fixed bearing ps construct with ti tibia some time ago. Exact date and location of surgery is unknown. Over time the patient became unstable. Upon testing the integrity of the fixation of the tibial component specially; it should be noted that it was not loose, but its stability was in question. Doi: unknown; dor: (B)(6) 2019; left knee.